Event description:
During surgery on 10/22/98, while implanting a total knee prosthesis, the 6642-1-613 tibial insert component would not lock into place after several unsuccessful attempts. The surgeon was then forced to use a thicker tibial insert in the pt. He chose not to revise the baseplate as he felt the thicker insert would work. There was no adverse consequence for the pt.